Manufacturer narrative:
Common device name:equipment, laboratory, general purpose, labeled and promoted for a specific medical use a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd sero-fuge¿ 2001 centrifuge, 1 speed, 115v had a rotor cracked in mid-spin, tubes with blood where cracked and spilled. No injuries were reported. The following information was provided by the initial reporter: serofuge 2001 s/n 4230085 had a rotor cracked in mid-spin, tubes with blood where cracked and spilled. No one was hurt, no exposure to blood occurred.

Event description:
It was reported that bd sero-fuge¿ 2001 centrifuge, 1 speed, 115v had a rotor cracked in mid-spin, tubes with blood where cracked and spilled. No injuries were reported. The following information was provided by the initial reporter: serofuge 2001 s/n 4230085 had a rotor cracked in mid-spin, tubes with blood where cracked and spilled. No one was hurt, no exposure to blood occurred.

Manufacturer narrative:
H6 investigation summary: centrifuge was taken out of service. Informed customer the product is discontinued, and no spare parts are available. Root cause is not determined, and this complaint is not a confirmed failure of the instrument as the instrument was not returned to investigate. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to closely monitor trends associated with the failure of ¿safety.¿